Event description:
According to the reporter, in a laparoscopic intraperitoneal onlay mesh (ipom), while fixing the mesh, the tacker got stuck and the shaft of the device was bent. The surgeon felt a lot of difficulty while firing. The tacks would not fire properly to the mesh. Tacks would also not come out while firing. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: "medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted the tube shaft to be bent. Tacks were observed in the shaft. During functional testing, the handle was actuated; the remaining nine tacks deployed but did not seat properly. The handle was binding. It was reported that there was a tack penetration issue, difficulty to fire, the instrument bent, and tacker did not fire the reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This bent shaft condition may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device and/or the material being fixated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.